Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm along with open book image on the insulin pump screen. Customer also reported they received other pump error alarm and broken rail clip. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black on (B)(6) 2022 the customer reported an open book, pump errors 15 & 68, and broken belt clip rails. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: broken belt clip rails, cracked middle (enter) keypad button. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected critical pump errors (open book image), pump error 68, or unexpected restarts were noted during testing. Attempt to download/upload using crest/thus was successful. The pump error 15 occurred @ (B)(6) 2022 20:00:14, and the pump error 68 occurred @ (B)(6) 2022 20:01:27. The adapt tool does not list any pump errors that could possibly trigger a critical pump error/open book. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. In summary, the customer¿s report of pump error 15 and broken belt clip rails were confirmed whereas the open book and pump error 68 were not confirmed. The pump error 15 is due to a software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.